Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/21/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the complaints (B)(4) are linked - do you have any photos available for visual analysis? - what was the appearance of the suture during the removal? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that an animal underwent an animal surgery on (B)(6) 2025 and suture was used. It was reported during 7 surgeries: male dog castrations, female cat oophorectomy, female dog oophorectomy. It was not specify how many surgery per type of surgery. The veterinarian observed for each of the 7 threads that he used a loosening by doing the muscular overjet of each operated animal without exerting excessive tension. According to the veterinarian, for each of the 7 threads, over the two millimeters after crimping the needle, the thread thickness was halved. The 7 surgeries were performed using each time another wire of another reference without affecting animals to date. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. Ten representative unopened samples were received for analysis. Product code vcp452h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The diameters of the sutures were measured, and the results met the requirements. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product mix or incorrect component were noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.